Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture baker grade unknown, "pain", implants " have moved." Reoperation has not been scheduled at this time.

Event description:
Patient reported left side "pain", implants " have moved" and "may have capsular contracture". Device remains implanted.